Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked, the device was no longer functional or watertight, and a replacement was arranged with instructions to shut down the device and back up therapy via the mobile app if desired. Symptoms included potential blood glucose impact noted by the contact, though the patient had just eaten and could not verify current readings. Outcomes included interruption of therapy and the need to replace the device. Investigation included collection of device details, shipping and return coordination, and instructions for data synchronization and device shutdown to mitigate further alerts. Investigation of this device revealed physical damage to the screen consistent with a cracked display rendering the pump nonfunctional and unable to maintain a seal, necessitating replacement. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.